Manufacturer narrative:
96 units of the same lot number as the reported device were returned for evaluation in relation to the reported event. A sample of 11 units was selected from the received units. Visual and functional testing of the samples was unable to confirm or replicate the reported event.: visual inspection found no damage. All 11 samples passed volume accuracy testing. Root cause was not able to be determined since the event was not confirmed due to the fact the samples was tested and successfully passed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that while performing a quality control test on a cadd-solis pump that the pump was failing the test, which the reporter believes is due to the administration set. The under-infusion was below the specification for volume accuracy. There was no patient involvement reported.

Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02103. The report was submitted in error.